Manufacturer narrative:
Additional information received indicated the rate/sense portion of the lead was surgically abandoned, but the lead remains in service for defibrillation. A new rate/sense rv lead was implanted. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that during a device replacement procedure the terminal pin on this right ventricular (rv) lead separated from the lead body. It was reported that the conductor coils were exposed when pulled apart. Boston scientific technical services (ts) recommended replacing the entire lead or implanting a new rate/sense lead. A review of the historical impedance measurements indicated the pacing impedances were 87 ohms and the shock lead impedances were ohms. No adverse patient effects were reported.